Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Corrosion in case rear. Case #: (B)(4). Case subject: npi 8015 will not show power indictor lighting up. Account name: (B)(6). Account #: (B)(6). Asset name: 8015bd pcu dom v9.33.1.2 a/b/g/n. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no.case description: 8015 sn: (B)(4) customer stated that the 8015 power indictor doesn't light up. I explain to the customer that he may need to replace his switching power supply. The customer said ok. I supplied the customer with the part number. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer on the reason why he needs to replace the switching power supply in order for the 8015 power indictor light to stay on. The customer said ok and ended the call.